Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Black particles on the surface of the shell.

Event description:
Healthcare professional reported unknown side "capsular contractures, baker grade iii." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contractures, baker grade iii.

Event description:
Healthcare professional reported unknown side "capsular contractures, baker grade iii." Device has been explanted.